Manufacturer narrative:
A complaint investigation was initiated for this event. Inventory was returned from perfusion and evaluated to ensure pumps were performing as expected. The investigation included: performance evaluation. Medical evaluation. The evaluations showed that all products returned performed as expected and the medical opinion found that the pump would not be responsible for the adverse event. The surgical technique, age of patient and pharmaceuticals are suspected as the root cause of this event. A copy of the investigation report is attached. Attachments: internal report 3/9/05, internal report 12/1/05, ibc lab report 5/23/07, gish report 1/2/07, medial review 5/20/2007. In addition on june 7, 2008 complainant, perfusion, sent ibc a follow-up email confirming the ibc flopumps did not cause the increased hemolysis and listed the actual causes involving prime components and pharmaceuticals.

Event description:
Patient had increased free hemoglobin. Ibc flopump was listed as a potential cause. Event information provided by perfusionist. Perfusionist did not provide any specific patient or hospital information.